Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported that the customer passed away in a hospital. The customer was hospitalized on (B)(6) 2016. The cause of death was heart attack. The customer's blood glucose was 400 mg/dl at the time of passing. The customer was wearing the insulin pump at the time of passing. The customer was not using sensors. The caller stated that the customer had diabetes complications, heart disease, and amputated toes on each foot. The caller declined returning the insulin pump for analysis.